Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead had low pacing impedance and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568 right atrial (ra) lead, implant: (B)(6) 1997. (B)(4).

Event description:
It was later reported that noise was observed coinciding with atrial events.